Manufacturer narrative:
Zimmer biomet complaint (B)(4). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was confirmed. Based on this investigation, it appears that the inserter left biomet in conforming and the inserter is in a "worn beyond useful life" condition due to age of the instrument and the frequency of uses. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial total hip arthroplasty, the locking impactor plate would not lock onto the cup. The procedure was completed using a rb limited hole cup and arcom xl hi-wall liner. No adverse event has been reported in association with this even.